Event description:
An intravascular ultrasound (ivus) imaging was reviewed for a lesion in the right coronary artery (rca). Using a diamondback 360 coronary orbital atherectomy device (oad), three treatments were performed on low speed. Ivus imaging was reviewed and three more treatments were performed on high speed. During the last step of the procedure, fluoroscopic imaging was reviewed, and revealed the driveshaft had fractured. A successful attempt was made to retrieve the shaft tip with the guide extension and non-csi snare. The procedure was completed and their was no harm done to the patient.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The diamondback coronary orbital atherectomy device was returned to csi for analysis. The reported driveshaft fracture was confirmed. Driveshaft flexing at the weld location can initiate a fatigue failure and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. The root cause of the fracture is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).